Event description:
The complaint received states that during an interventional procedure, one palmaz genesis on opta pro sds had tracking difficulty and dislodged in pt, a second palmaz genesis on opta pro was dislodged in the pt and an sv 5 wire had withdrawal difficulty and was fractured/separated in the pt. The target lesions were right and left iliac arteries. There are no vessel/lesion characteristics available. One stent was successfully deployed in each side (left and right); however, the right iliac lesion needed two more stents to completely cover the target site. The 3rd stent on sds (first complaint device) was introduced into the lesion without difficulty; the device was left in place in an undeployed state. Then a 4th stent was introduced (second complaint device) but this device had tracking difficulty. The physician continued to attempt to deliver the stent to the lesion without success. The decision was made to remove the second stent, but the stent dislodged from the sds in the pt during the withdrawal. An sv 5 wire was introduced in the attempt to wire the dislodged stent. An unk balloon was advanced to attempt to trap the stent but could not be tracked into the stent. At this time, the physician decided to snare the dislodged stent and attempted to remove the sv5 wire, it was noted that the wire was stuck on the dislodged stent. The wire and dislodged stent were drawn back to the tip of the interventional sheath, an attempt to remove the sheath, wire and stent out as a unit. The sv5 wire fractured and separated, leaving the stent and part of the wire in the pt. Pressure was held on the access site and surgical consultation was done. The physician decided to abort the interventional procedure and attempted to withdraw the 3rd undeployed stent. This stent also dislodged from the sds. Attempts were made to cannulize the stent for removal but were unsuccessful. Bilateral cut down was performed with successful removal of the two stents and separated wire portion.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14147474 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 14147474. The stent crimped process and stent retention values were reviewed and were found according to specification. The complaints of stents dislodged, tracking difficulty, withdrawal difficulty and fractured/separated were investigated; however, without the return of the complaint products for analysis, the investigation is limited. Tracking difficulty is a known procedural occurrence that is prevalently ascribed to pt anatomy, lesion disposition, operator technique and appropriate device selection. The withdrawal difficulty maybe attributed to the tangling of the guidewire within the stent with the stent blocking the wire from traveling freely within the vasculature and sheath. There is no evidence of manufacturing or design issues that contributed to the reported events. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Review of the info suggests that procedural issues, handling and vessel characteristics may have contributed to the reported events. This is one of three products involved with this adverse event, which is associated with mfg reports #9610978-2009-00276, & 9610978-2009-00257.